Event description:
Customer reported an abo discrepancy on a donor sample tested on the galileo using the fwd_abo assay.

Manufacturer narrative:
The sample was tested and expected results were obtained. The instrument is operating as expected.